Event description:
According to the report, physician used dermabond topical skin adhesive to close a facial laceration to a pt. The laceration was near the eye. After the application, the pt's eyelashes were glued toghether and a skin fold near the eye was glued. The wound edges were approx 0.8 mm apart. Physician suggested to the pt's family members that the adhesive be removed and the laceration sutured. The pt's family members did not want the area sutured. The physician suggested that the pt's family members apply baby oil with swabs to the eyelashes. Pt was sent home.